Event description:
The account stated that the architect i2000 analyzer has generated a false reactive result on a patient sample. The initial result was 3.6 iu/ml. The lab's internal procedures is to retest all female patients with results <5.0 iu/ml. Upon retesting this patient's sample, the result was 413 iu/ml. The lab retested the patient's two parent tubes and both results were 3.6 iu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The abbott field service representative (fsr) was dispatched and reports that serum build up was found around the process path entry point of position 1. Also, the fsr reported that the sample probe wash cup had internal film/contamination build up present. The fsr cleaned the wash cup with bleach and then rinsed the sample wash cup with water. Review of the customer returned system logs was not able to identify the cause of the issue currently under evaluation. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of discrepant rubella igg results. Based on the available information, data available and the results of this evaluation, a deficiency in the system was not identified.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.